Event description:
It was reported that the subject device exhibited an issue where internal pressure regulating valve was icing and has air leakage. This occurred during set up and inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: d8, d9, d10, h2, h3, h6, h11. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the reported phenomena could not be reproduced. The device met specification. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited an issue where internal pressure regulating valve was icing and has air leakage. This occurred during set up and inspection for use. There were no reports of patient harm.